Event description:
Procedure performed: laparoscopic central liver resection. Event description: complaint created based off medwatch. Report number (B)(4). "When surgeon was using the laparoscopic epix universal applier, the clips did not align properly and misfired. No harm to patient during this incident. A new clip applier was used. The procedure was completed. We have the device in case manufacturer would like to further investigate the matter. Intended procedure was laparoscopic central liver resection which was completed without further incident." Product is available for return. Additional information received on 08feb2023 via email from [name], [institution] risk manager: the issue was initially observed when the first clip was loaded. As soon as it occurred, the device was changed out. No pressure was applied to the trigger while moving through the trocar. A clip was loaded into the jaws prior to the device's insertion/removal through the trocar. The actuation was completed by fully squeezing the trigger and allowing the device to rest. A clip was not manually removed as a loaded clip, leaving the feeder exposed. Patient status: no harm to patient during this incident. Intervention performed: a new clip applier was used.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted damage to the distal ramp of the channel support assembly (csa). Functional testing confirmed the complainant¿s experience of the clips not aligning properly by scissoring and the clips misfiring by not loading properly in the jaws. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a damaged csa distal ramp, which likely resulted from the component being caught within the jaws and was damaged when the device was inserted through the trocar or actuation of the trigger. This report is to follow up medwatch (B)(4).

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be provided following the completion of the investigation. The report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic central liver resection event description: complaint created based off medwatch. Report number (B)(4). "When surgeon was using the laparoscopic epix universal applier, the clips did not align properly and misfired. No harm to patient during this incident. A new clip applier was used. The procedure was completed. We have the device in case manufacturer would like to further investigate the matter. Intended procedure was laparoscopic central liver resection which was completed with out further incident." Product is available for return. Additional information received on 08feb2023 via email from [name], [institution] risk manager: the issue was initially observed when the first clip was loaded. As soon as it occurred, the device was changed out. No pressure was applied to the trigger while moving through the trocar. A clip was loaded into the jaws prior to the device's insertion/removal through the trocar. The actuation was completed by fully squeezing the trigger and allowing the device to rest. A clip was not manually removed as a loaded clip, leaving the feeder exposed. Patient status: no harm to patient during this incident. Intervention performed: a new clip applier was used.